Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt the physician could not position leads in desired target location of coronary vein. The leads were not implanted. No patient complications were reported as a result of this event.